Event description:
It was reported patient had skin peeling when removed the dressing from the skin. When cica care was removed, the skin was pulled and has peeled off, it was confirmed the exudate fluid from the skin peeling area.

Manufacturer narrative:
(B)(4).